Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing correctly. A second device was pulled and the clips did not close correctly. A third device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Device (a), was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. Device (b), was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty; in addition, the orange indicator did not show up completely. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. (Device b): (empty, indicator wheel failure).